Event description:
It was reported that during a da vinci cholecystectomy procedure, the cable broke at the head (fractured in the work area) of the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable was broken at the instrument's distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, broken cable, if to reoccur could cause or contribute to an adverse event.